Event description:
It was reported that the patient right ventricle (rv) lead had increased in threshold over the time. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.